Event description:
It was reported that during a training workshop, nurses were advised by technical services to send in information regarding implants that empty very quickly so that data may be collected. A nurse submitted information regarding 4 different patients for technical services to provide lifespan estimates. The following is the information reported for one of the patients: patient o: hd program 1.0ma. Impedances 900-1000ohm. Implanted on (B)(6) 2023 , received a new implant on (B)(6) 2024. Technical services was unable to estimate battery longevity as they did not have precise programmed settings for this patient, and depends on multiple factors including programmed parameters, impedance levels, number of hours of stimulation per day, and the extent in which the patient influences their programmable stimulation parameters. Additional information received from a manufacturer representative. It was reported that the battery longevity calculator was not used, and the events were "marked as quick depletions, but there was no specific expectation beforehand." The patient did not fall. When asked if the battery depletion rate was normal, abnormal, or unknown, the representative reported that it was "normal when looking at programming settings and a little quick at first glance for the implanting nurses and physicians." Session reports were not available. No action were taken, or were planned.

Manufacturer narrative:
G2: the country of origin is the netherlands. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.